Manufacturer narrative:
Patient information was unavailable from the site. The system logs were reviewed. The logs show the issue was caused by a known software anomaly. The anomaly is tracked through an internal medtronic database.

Event description:
Medtronic received information regarding an imaging system. It was reported that pre-operatively during the set-up of equipment for a cervical spinal fusion sacroiliac and thoracolumbar procedure, the imaging system was not connecting to the navigation system. They were able to load worklist and patient from the hospital network. They had the correct igs from: navigation connection. The mobile viewing station (mvs) displayed the correct igs. After that navigation system would not show the red line in device connection step. The user had been waiting several minutes. The line between the imaging system and the navigation system had been red. After this the customer rebooted the mvs and the navigation system, but the same issue continued. After that they called technical services who advised the site to also boot the image acquisition unit (ias) unit. After booting up of the ias the system requested motion calibration. After motion calibration the imaging system and the navigation system were connected normally. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.